Event description:
It was reported that pump battery depleted faster than normal, which led to pump shutdown and caused customer¿s blood glucose level to rise to a very high value displayed only as ¿high.¿ there was no additional information provided regarding any long-term impact to the customer¿s blood glucose level. Customer delivered correction bolus using pump, resumed insulin after shutdown, and did not require help from another healthcare provider.